Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on patch bond edge, stress marks, crease fold and missing shell on posterior (0-25%). A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp pattern on patch bond edge of broken and opening device assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Event description:
Patient reported, a lump or thickening in or near the breast or in the underarm area. Side not specified. Healthcare professional later reported, left side rupture. The device has been explanted.

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area, side not specified. Healthcare professional later reported left side rupture. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "lump or thickening".

Event description:
Patient reported a lump or thickening in or near the breast or in the underarm area, side not specified. Healthcare professional later reported left side rupture. The device has been explanted.